Event description:
It was reported that patient underwent revision surgery of right tka due to infection / mechanical complication. Two-step revision surgery with exchange of tka to spacer in (B)(6) 2007 and then implantation of revision knee in (B)(6) 2007.

Manufacturer narrative:
Results of investigation: the affected complaint device was not returned for evaluation. Our investigation included a clinical evaluation which concluded that an arthroscopic lavage preceded the two-stage revision, which would correspond to an infection. No additional information was provided in these regards. The information related to the implantation did not indicate any relevant findings to better understand the reasons or contributing factors to the revision and infection. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.